Event description:
It was reported that during an attempted implant, the helix mechanism failed after multiple stylets were used and were aggressively shaped and kinked that it was difficult to remove from the lead. The lead was replaced. There were no adverse health consequences, the patient was stable.